Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "echoes of the presence of free fluid along the contour of the endoprosthesis in the permanent residence. Focal formation of permanent residence." "Mr signs of violation of the integrity of the breast implant on the right. Axillary lymphadenopathy on the right."

Event description:
Patient reported a right side rupture, ultrasound and MRI performed with findings: "echoes of the presence of free fluid along the contour of the endoprosthesis in the permanent residence. Focal formation of permanent residence." And "mr signs of violation of the integrity of the breast implant on the right. Axillary lymphadenopathy on the right." Device remains implanted.